Event description:
It was reported that a user received an ¿unable to proceed¿ alert during a fill tubing step while changing supplies, after which the user performed the change process without supplies and then successfully completed a full cartridge and tubing change using new supplies, with insulin delivery resuming. Symptoms included hyperglycemia with a reported blood glucose of 299 mg/dl, without adverse effects or ketone testing. Outcomes included stabilization of blood glucose back into the target range and no need for third-party or medical assistance. Investigation included guided troubleshooting, process reattempt without supplies to isolate the issue, and a full replacement of disposable supplies. Investigation of this case revealed that the alert was resolved through replacement of the consumable components, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use of affected or faulty disposable supplies during the fill tubing step, mitigated by replacing the supplies.